Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the images were flipped on the c-arm used in the procedure. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information that, while in a spinal fusion, the sagittal images of the patient would not import to the navigation system. It was reported that the front images were used for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.